Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2013, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6) hospital 1 guthrie square, sayre, pa united states 18840. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during an abdominal sacral colpopexy using polypropylene mesh and a left salpingo-oophorectomy procedure performed on (B)(6) 2013 for the treatment of uterovaginal prolapse. During the procedure, it was found that the patient had a small atrophic left ovary, as well as prolapse. Furthermore, the rest of the abdomen and pelvis appeared to be normal. In stable, semiconscious, and good condition, the patient was awakened and brought to the recovery room. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.